Event description:
The facility reports the pt was being lifted and was in the standing position when the rope let go. The two cna's tried to keep pt from falling. One suffered a sprained wrist and strained tendon. No injuries to the pt were noted.